Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) upper and lower cases were broken. The device was not repaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) does not work properly and no adjustments were possible. The epg was returned for service. No patient complications have been reported as a result of this event.